Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok button was intermittently unresponsive and the button symbol was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/21/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/11/2013 with the following findings:during a visual examination of the pump, the keypad symbols appeared to be worn. During testing, all of the pump keypad buttons responded properly. The keypad cover was removed and contamination was found under the down arrow and contrast key contacts.